Event description:
It was reported that the attachment was found to be leaking an unknown substance during the cleaning process. There was no reported patient involvement as a result of this event.

Manufacturer narrative:
The attachment was returned to the manufacturer for investigation. Based on the quality investigation, mobil 28 build up was identified on the lower bearing. The material is tested for toxic effects by the manufacturer and is not a toxic substance. A small residual amount may be seen after the first autoclave cycle due to the liquidity of material in difficult to reach areas.